Event description:
Routine complaint for high readings (135 mg/dl) when compared to a laboratory result (39 mg/dl). The laboratory comparison was plotted onto a clarke error grid and the results fell into the d zone, which is considered to be clinically significant. There was no report of medical intervention, death or serious injury associated with the event.